Manufacturer narrative:
Concomitant medical products: product: 977a290, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. The main component of the system; other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 19-nov-2018, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 18-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had two primary issues today. They stated the first was efficacy. It was reported that the patient stated that they had their system placed for occipital headaches two years ago and was working great until recently. They stated that recently ¿in the last few months¿ they noticed their pain returning and stimulation didn¿t feel as effective. They stated that they hadn¿t seen a manufacturer representative (rep) since they were implanted, and this was the first time. They also stated that they were charging a lot and that it could be a pain to charge as it took a long time and ¿the thing was sensitive to the antenna moving¿. The rep indicated that they first checked impedances of the system and found them to be very high on electrodes 11 and 16. The bad ones all registered greater than 40,000 ohms. They had multiple programs running that utilized every electrode and some that used only electrodes with high impedances. They state the patient could feel stimulation on both types of programs. They tried a program that utilized only electrodes with good impedances and they couldn¿t feel much difference. They decided to have them try some new programs without the bad contacts active to see if it was more effective. They stated that the patient liked the program in the office today. It was reported that charging appeared normal although they noted in the last few sessions that they never got it full and never charged more than an hour. They complained that it just felt like they always had to charge, but the diaries said differently. I recommend they spend one long session to get it back to full and then see how much they get out of a charge, with new lower impedance programs requiring a lower energy draw. They were going to call patient services and get some sticky disks and a new belt as well. The plan now was that the patient¿s doctor may try to trial a facial system as the ons system had never fully alleviated their pain, although they stated that it helped a lot. They stated that if approved the patient would trial that and if successful they would revise the system to accommodate four quad leads (two facial and 2 ons). If the trial didn¿t get approved or it doesn¿t happen they would still plan to revise the leads at some point. It was reported that it didn¿t appear the patient did anything to cause the impedances. The rep reprogrammed around the high impedances. The issue was not resolved at the time of the report and surgical intervention is planned, but not yet scheduled. It was unknown when the event occurred. No further complications were reported/anticipated.